Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800355 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events

Event description:
It was reported that the applier does not open.

Event description:
It was reported that the applier does not open.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the first clip out of position as the pierced bosses were protruding from the channel. The returned sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws as the clip had a broken hook. It was observed that the next two clips were out of position and were protruding from the channel. The rotation tab was also slightly bent. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws of the applier. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier does not open- jamming" was confirmed based upon the sample received. One device was returned with the first clip out of position as the pierced bosses were protruding from the channel. Upon functional inspection, the first clip was unable to load properly into the jaws as the clip had a broken hook. It was observed that the next two clips were out of position and were protruding from the channel. The rotation tab was also slightly bent. The sample was disassembled and it was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was also slightly bent. The clip stacking prevented the clips from loading properly into the jaws of the applier. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.